Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery alarm and motor error alarm. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose at time of call was over 600 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or verify the no delivery or low reservoir alarms due to the motor error alarms. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.